Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the sensor cannula was cut in half. The sensor would not connect to the insulin pump. The customer's blood glucose reading was 182 mg/dl. The sensor was replaced and will be returned.